Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. Device evaluation: the preloaded insertion system returned in its original box. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. The lens of the preload system was returned out of the pcb00 device. Both lens haptics were observed distorted/bent. Based on the evidence observed the unit was handled and used. The reported issue could not be verified. No product deficiency was identified. Historical data analysis: a search revealed that no additional/similar (as applicable) complaints for this order number. Have been received. Labeling review: the directions for use (dfu) were reviewed, the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when inserting pcb00 19.0 diopter intraocular lens (iol) into the eye the lens would not advance. There was patient contact, the lens was partially inserted in the patient's ocular sinister (left eye), the procedure was completed using back-up lens of the same model and diopter size, outcome does not significantly interfere with activities of daily life, and the patient has recovered. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.